Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
The explanted device was inspected prior to decontamination and testing at our post market quality assurance laboratory. Visual inspection noted that all of the setscrew seal plugs had a hole. Body fluid contamination was noted in both lead barrels. The setscrews were in the up position and moved freely with no binding. A comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. It is possible that the seal plug damage may have contributed to the noise observed in the field.

Event description:
Boston scientific received information that during a follow-up visit, this device was found to be in retry. There were some episodes in log book that appear to be noise on both leads. The clinician does not suspect a lead issue and the patient does not know of anything that he is coming into contact with. The sensitivity was reprogrammed it still appears to be oversensing noise. No adverse patient effects were reported at that time. Boston scientific received additional information over two years later that the patient with this device experienced syncope. Both leads appeared displayed noise which was recreated but not marked by the device. Pacing inhibition was reported. The lead impedance and threshold measurements were rising therefore the leads were abandoned. The device was electively replaced.

Event description:
--